Event description:
It was reported that there was a lead alert for high pacing impedance and noise in the right ventricular lead. It was further reported that an x-ray revealed that the lead was "overlapping" another lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6) 2012; 4194 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that there was a lead alert for high pacing impedance and noise in the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).